Manufacturer narrative:
(B)(4).

Event description:
It was reported that "seven hme filters were blocked within shortest time and no oxygen got through. The patient got shortness of breath and had to be supplied with oxygen by an ambubag. This started on (B)(6) 2021 and occurred with 7 filters within 1-2 days. The issue occurred at different daytimes. Patient is fine and was not harmed".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. In the current manufacturing procedure, 100% drop test sampling is conducted; thus, any defective product would be detected prior to release. The manufacturing facility also reports that ten pieces of the same catalog number in current production were taken to test the reported defect. All ten pieces passed visual examination and functional testing. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "seven hme filters were blocked within shortest time and no oxygen got through. The patient got shortness of breath and had to be supplied with oxygen by an ambubag. This started on 05-may-2021 and occurred with 7 filters within 1-2 days. The issue occurred at different daytimes. Patient is fine and was not harmed".